Manufacturer narrative:
The section on precautions in the instructions for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance to withdraw the catheter when resistance is encountered."

Event description:
The customer stated that during mapping and ablation of the left ventricle, the patient's blood pressure decreased and a cardiac tamponade was detected through an echocardiogram. Drainage was reportedly performed and patient condition has been reported to be stable.